Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed an unidentified, other error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient said, the product issue started two days prior at 8:00 am. At 8:15 am, the patient took her usual oral diabetes medication. She said, she felt shaky two hours after the product issue. She denied receiving treatment. The cca documented that the patient was unsure of the error message she received on the lfs meter. The cca noted that the patient was walked through resolving the issue. The patient's products were replaced. This complaint is reported because patient alleges she received an error message on the lfs product and afterward became shaky.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.